Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump error 63 alarm (variableinfo=3) during self test and confirmed in the insulin pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. Troubleshooting was done for hardware low level failure alarm. The customer was able to clear the alarm and rewind insulin pump. Customer also mentioned calibration not accepted alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.